Event description:
No additional product or event information has been received since the last report was submitted on 17oct2019.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) was loose and the collet knob was tight. The polyethylene terephthalate tubing (pett) measured 2.5 cm in length. There were no kinks or damage to the basket sheath. One wire in the basket formation was pulled out of the distal cannula. Functional testing noted the handle actuates the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint associated with the complaint device lot, but it was unrelated to this reported failure mode. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have 1 of the 4 basket wires pulled free from the basket cannula. The basket cannula, located at the proximal end of the basket, holds the basket wires in place to properly form the basket shape. All devices are inspected for functionality and damage before packaging, including a pull test of the basket assembly. The loose wire was discovered before use.. It is possible the wire had gotten caught and pulled on something during unpacking / handling before use, but there is not enough evidence to conclude the issue was caused by handling. A cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to a retrograde intrarenal surgery (rirs) using a ncircle tipless stone extractor, it was noticed that the basket wire was broken. Another same type device was used to complete the procedure. No adverse events have been reported due to the alleged malfunction.